Event description:
It was reported via literature that distal embolism occurred. A total of 141 patients and 169 lesions were included in this retrospective multicenter study. The atherectomy procedures were performed between october 2008 and april 2015 in the femoropopliteal arteries to treat peripheral arterial disease. The study aimed to review the occurrence of distal embolization during the use of the jetstream atherectomy catheter with a non-boston scientific (bsc) filter. Overall, the occurrence of intraprocedural distal embolization was reported in 1.8% of patients when the filter was used and 8% of patients when the filter was not used with the jetstream atherectomy catheter.

Manufacturer narrative:
A2: patient ages ranged from 56.5 to 82.7 years old. A3b: patient gender: 77.8% of the filter group were males and 59% of the non-filter group were females. B3: date of event: the atherectomy procedures were performed between october 2008 and april 2015. As the study was a retrospective analysis, detailed product information is not able to be obtained. Because the product lot numbers are unknown, we are unable to provide the complete unique identifier (UDI) #. Additional details regarding the reported events and initial reporter are unable to be obtained. Banerjee, a., sarode, k., mohammad, a., brilakis, e. S., banerjee, s., shammas, g. A., & shammas, n. W. (2016). Safety and effectiveness of the nav-6 filter in preventing distal embolization during jetstream atherectomy of infrainguinal peripheral artery lesions. The journal of invasive cardiology, 28(8), 330-333. Https://europepmc.org/article/med/27187983.